Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation - no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd maxzero multi-fuse pressure rated extension set with needleless connector there were cracks and leakage occurred. The following information was provided by the initial reporter: a complaint from a customer stating multiple issues with extension set. If it is indicated that a sample is available please provide shipping instructions within 30 days or the sample will be disposed of. Multiple issues with extension set ¿ leaking from the hub, breaking IV cannulas, blowing out at the moment of flushing, causing the patient to bleed from the site while splashing the nurses. Additional info from customer: ((B)(6) 2023) are you able to identify the batch number? Unknown. What is the occurrence number? 200 ea. Is there any adverse event happened? No serious injury, just a delay in care are you able to send sample to bd for investigation? If no, can a photo be provided? No sample or photo. Can you describe more on event of blowing out at the moment of flushing? Are you stating leakage event? According to the customer, there were at least 3 incidents where the line was flushed and the fluids were leaking out. The rotating hub cap was cracked. 1) it was reported that you are having multiple issues with extension set, leaking from the hub, breaking IV cannulas, blowing out at the moment of flushing. Are these cascading events? The leakage issue occurred due to extension sets break? Or they happened separately? Cascading. 2) there were at least 3 incidents where the line was flushed and the fluids were leaking out. The rotating hub cap was cracked. Are these events cascaded? The leakage issue occurred due to due to extension sets break? Or they happened separately? Cascading.